Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. During functional testing on a generator the device gave an error code 5. The device will stop activating, and emit a solid tone or display an error code 5 on the generator display when the blade becomes damaged. The device was disassembled and a crack was located inside the tube proximal to the tissue pad, broken during analysis. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code. The analysis concluded that the blade cracked due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube.

Event description:
It was reported that during an unknown procedure, solid tone with error code '5'. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device will be returned.